Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the patient was having a seizure but was stated that the patient has epilepsy. Also states they believe they were experiencing dka(diabetic ketoacidosis) due to vomiting. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 445 mg/dl while wearing the pod longer than 48 hours. It was reported that the patient was having a seizure but stated that the patient has epilepsy. The patient is assuming they have dka (diabetic ketoacidosis) due to them vomiting. There was no mention of medical attention when the issue occurred.